Manufacturer narrative:
D1 - brand name - english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software e1 - x 2676 e1 - additional contact tele no - (B)(6) the device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software where the customer reported an over delivery/inaccuracy issue. The customer reported that fentanyl was infusing intravenously at 11cc/hr (100 micrograms per hour) and the nurse noticed that the IV bag was empty but according to pump there still should have been 70cc left in the bag. The patient received 1000 micrograms of fentanyl in 90 minutes. The event was discovered by the nurse who visually saw that IV infusion bag was empty. The product was in use less than 24 hours when the problem occurred. Before the reported issue, the patient was intubated, ventilated, on vasopressors and gcs 3, and fully sedated. During the reported issue, the patient was intubated, ventilated, on vasopressors (not increased) and gcs 3, fully sedated. After the reported issue, the patient was intubated, ventilated, on vasopressors (not increased) and gcs 3, fully sedated. When the infusion started, the bag was at 110 ml; when the issue was noted, the bag was already at 0ml. There should have been 96ml left. There was patient involvement; harm was not reported as a consequence of the event.

Manufacturer narrative:
The device evaluation was completed and the complaint for delivery accuracy was unable to be replicated. No problem was found. The delivery test was within specification (range 19 to 21 ml). Logs were downloaded and saved.